Manufacturer narrative:
(B)(4).

Event description:
It was reported that during percutaneous coronary intervention, a balloon rupture occurred. The 12mm x 2.50mm nc quantum apex balloon catheter ruptured at approximately rated burst pressure. The balloon was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Event description:
It was reported that during percutaneous coronary intervention, a balloon rupture occurred. The 12mm x 2.50mm nc quantum apex balloon catheter ruptured at approximately rated burst pressure. The balloon was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by MFR: the nc quantum apex catheter was received inside a nc quantum apex shelf box that matched the information on the device. There was blood in the balloon and inflation lumen. Magnified inspection revealed a longitudinal tear in the balloon wall from the mid-section to distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).